Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that he was hospitalized for two nights due to a high blood glucose and he almost died. The patient's blood glucose at the time of incident is unknown. The customer was treated via manual insulin injections and IV drips. No further details were provided; the call disconnected. The insulin pump was not returned for analysis.